Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that a patient was treated for a stroke using the subject catheter. The subject catheter unraveled at the coil and began pulling away from the catheter itself. The outer sheath of the catheter was broken off. Vascular surgeon was called and assisted to ¿cut-down¿ at the radial artery to remove the catheter. All part of the catheter was removed from the patient anatomy. There were no clinical consequences reported due to this event. The patient is doing well.

Event description:
It was reported that a patient was treated for a stroke using the subject catheter. The subject catheter unraveled at the coil and began pulling away from the catheter itself. The outer sheath of the catheter was broken off. Vascular surgeon was called and assisted to ¿cut-down¿ at the radial artery to remove the catheter. All part of the catheter was removed from the patient anatomy. There were no clinical consequences reported due to this event. The patient is doing well.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, visual, and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned and therefore the as reported cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.